Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could be duplicated and the localizer was not connected. The positioning sensor unit (psu) was replaced and the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that system localizer was not connected. There was no patient present when this issue was observed.